Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13755. It was reported that the patient presented for implant procedure. During the procedure, it was noted that the novel atrial lead and left ventricular lead failed to be inserted into the appropriate target vessel. There was no allegation that the complication was related to patient anatomy. The physician completed the procedure using alternate leads on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.